Manufacturer narrative:
Additional information from affiliate (customer): the blister is classified as 2nd degree burn. Patient underwent mapping and rf ablation for atrial fib. At end of procedure no burns or blister were noted. The following day when the doctor went to discharge the patient, a dime to nickel size blister was noted where the rf ground pad had been placed. Physician thinks that it is related to either the stockert or carto 3 system. The indifferent electrode applied on the left lower back horizontally orientate blister located at right lower corner. The power setting was 30-40 watts. The duration of rf was 28 seconds to 6 minutes. There are 13 total lesions. The indifferent electrode used during the procedure was not one of the manufacturers recommended by bwi. Additional information provided the indifferent electrode's brand name was conmed thermogard (B)(4). The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: coolflow irrigation pump: us catalog #: cfp002; sn: (B)(4). Ez steer, thermocool nav bi-directional catheter:us catalog #: bni75tcdfh; sn: unknown. Webster cs catheter with ez steer' technology: us catalog #: bd710df282rts; sn: unknown. Lasso 2515 nav variable catheter: us catalog #: ln222515ct; sn: unknown. Carto 3 system: us catalog #: m480001; sn: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). After a follow up, it was found that the account has had issues with patient burns this because they have been using conmed patches. Tm requested they start using valley lab patches, so the account switched to valley lab patches and have had no other issues since they switched. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that there was a skin burn. The burn was not noticed during or after the case (on (B)(6) 2011). The physician noticed the burn when he was discharging the patient on (B)(6) 2011. It is unknown when during the case it occurred. The caller did not know if or what kind of treatment was administered. It was reported that the burn was on the area around where the grounding pad was located. A carto 3 system , a stockert, and a cfp (serial number unknown at time of call) were all used during the case and all were functioning correctly. Four catheters were also used during the case, all without any faults. Lot numbers are unknown due to the packaging being disposed of. All catheters will be returned.